Manufacturer narrative:
(B)(6). Exact date of post-operative infection is unknown. (B)(4). Following device explant, the complainant parts were returned to the patient. They will not be sent back to the manufacturer for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was diagnosed with a post-operative infection on an unknown date that required revision. The patient was originally treated for a distal tibia fracture with the implantation of synthes hardware on (B)(6) 2016. Following the discovery of infection, the patient was returned to the operating room on (B)(6) 2016 to undergo hardware removal. During the procedure, one (1) plate and eleven (11) screws were successfully removed fully intact. Thereafter, the patient was started on intravenous (IV) antibiotics in order to treat the infection. At this time, future treatment (of both the original fracture and subsequent infection) has yet to be determined. This report is 8 of 12 for (B)(4).